Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent umbilical hernia repair on (B)(6) 2017 and mesh was used. During the procedure, the doctor placed the patch and sutured in and noticed the mesh near the inside ring at the base of the tabs looked frayed as if it was separated from the inside ring. The procedure was completed with bard ventralex patch. There were no reported patient consequences. No additional information was provided.